Event description:
The customer reported that erratic and imprecise cardiac troponin (accutni) patient results were generated on an access 2 immunoassay system for one patient. Beckman coulter inc. Assessment of customer supplied patient data indicated that multiple, same sample results, tested on the same instrument, recovered both within the risk stratification range of the assay and within the normal reference range. Collectively the results were outside of the precision claims of the assay. The imprecise accutni results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The sample was collected in a lithium heparin tube and tested from the primary tube. The sample was centrifuged at ambient temperature for ten minutes at 3,400-4,000 revolutions per minute (rpms) prior to testing. The sample was normal in appearance with no visible abnormalities. The reagent and calibrator lots associated with this event were 218279 and 113026 respectively. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that accutni quality control charts dated (B)(6) 2012, demonstrated that qc were performing within one to two standard deviations of laboratory's established ranges. The accutni calibration curve performed on (B)(4) 2012, demonstrated that all levels were found to be passing with acceptable percent coefficients of variation.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) performed preventive maintenance and an instrument modification. The fse also replaced the incubator belt. A system check and high sensitivity system check were found to be passing after the completion of the repairs. The instrument was returned back into operation. The cause of the event is unknown and could not be determined using the supplied information.